Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0337635v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389-40, lot# j0337612v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that when the patient fell, it ¿sometimes jars it.¿ it was reported that the patient fell and cut his lip and had to go to the emergency room (ER). It was later found out that the device had been turned off. It was noted that this occurred a few months prior to the report. Refer to manufacturing report # 3004209178-2013-20556.